Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not used the scs system for quite a while. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event is not associated with product problem.

Event description:
Follow-up information indicates the patient did not recharge the ipg as recommended. To address the issue surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.